Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had fallen multiple times on the battery site and now has pain at the ipg site. The patient met with the doctor to discuss explant of the ipg. It was decided the patient will not be having any intervention at this time.